Event description:
It was reported that t:slim x2 pump battery would not charge and a power source alert appeared in pump history around the time issue began. There was no adverse impact to the customer's blood glucose level. Customer used original charging cable and wall adapter, issue resolved when pump began charging, and no further assistance was required from technical support.